Event description:
It was reported that puncture closure of an unknown vessel was attempted using a starclose se white sheath device after an unspecified procedure. Reportedly, a sheath splitting issue occurred. The method of achieving hemostasis is unspecified. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the vessel closure system was returned for analysis. The noted damage to the garage leaves, exchange sheath, flex guide indicate resistance was encountered, confirming the reported sheath splitting issue. The reported loss of arterial access was not confirmed and could not be replicated in a testing environment. Based on a visual inspection analysis of the returned device, there is no indication of a product quality issue. Based on review, the reported sheath not splitting, bent cutter and treatment appear to be related to the operational context of the procedure. A review of the lot history record for the reported lot revealed no manufacturing nonconformities that would have contributed to this event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on returned device analysis and record review, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.